Event description:
A 71 year-old male patient with cardiogenic shock implanted with impella cp. After implant, chest pain continued and on day 3 patients experienced shortness of breath and a run of ventricular tachycardia (vt), requiring one shock. Md stated vt not related to impella pump as pump was properly positioned on imaging. Patient continued to decompensate, and was transferred for advanced care. After 6 days of support (off-label use), patient was escalated to impella 5.5. Pump performed as expected for 11 days, when care was withdrawn. Patient outcome unknown.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d4 (serial). The root cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
The complaint for this pump was arrhythmia but after defibrillation it was determined impella was in appropriate position and the vt was not directly caused from the device. The pain noted (chest pain) was known to be caused by the un-revascularized coronary arteries (attempted but unsuccessful). Ultimately the patient was unable to recover enough to go home or have advanced therapy pathway so patient and family decided to withdraw care. The device is no longer available for return. Field h6 for type of investigation has been updated to "device discarded".